Event description:
Hill-rom received a report from the account stating that a cable on the viking m lift was burned. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The customer reported that the charging cable for the viking was burned. According to service manual it shall be verified that all cables are properly inserted. Make sure the charge cable hook is mounted at the mast. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the cable to resolve the issue. Based on this information, no further action is required.